Event description:
(B)(4). Same case as: 2134265-2012-03337. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain, thrombosis and jailing occurred. In (B)(6) 2011, the patient was diagnosed with myocardial infarction and a stent was placed in the right coronary artery. A staged procedure was planned at that time to intervene the left anterior descending (lad) and diagonal. In (B)(6) 2011, the patient returned for the planned stage procedure. The target lesion being treated was located in the mid lad. The lesion was 90% stenosed, 2.25mm in diameter and 10mm long. The lesion was treated with direct placement of a 2.25x12mm taxus liberte stent. Residual stenosis was 0%. After placement of the study stent, a 2.25x12mm taxus atom stent was attempted to place in the 1st diagonal which was unsuccessful. The stent was removed and balloon angioplasty was performed. Residual stenosis was 10%. The patient was discharged on aspirin and prasugrel. Iin february 2012, angiography performed revealed a clot in the left main extending to the proximal lad. The 100% occlusion in the proximal lad was treated with the placement of a 3.0x16mm promus element stent which resulted in jailing of the 1st diagonal with sluggish flow. Post placement of the stent, the patient developed chest pain and elbow pain with significant st elevation. Nitroglycerin was administered for the same. Hence, a 3.5x8mm promus element stent was placed with intraaortic balloon pump. Residual stenosis was 0%. Three days later, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012, cardiac enzymes were elevated consistent with protocol definition of myocardial infarction. Subsequently, the patient was diagnosed with acute anterior wall myocardial infarction with cardiogenic shock and cardiac catheterization was recommended. The proximal lad was treated with two 3.0x16mm promus element stent instead of one 3.0x16mm promus element stent as initially reported. Residual stenosis was 0%. Attempts were made to wire the 1st diagonal was unsuccessful. The patient was taken back to the intensive care unit for overnight observation.